Manufacturer narrative:
Device passed displacement test. Device received with cracked case behind the device near the battery compartment, and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 440 mg/dl, at the time of incidence. Customer reported that they able to brought their blood glucose down to the 150 mg/dl and 250 mg/dl. Customer was okay to troubleshoot. Customer reported that the insulin pump was break at the top of reservoir compartment and at battery compartment followed to bottom. Customer just taped in it. The insulin pump will be returned for analysis.